Manufacturer narrative:
At this time no conclusions can be made the cause of the patient postoperative complications cannot be determined at this time. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made the cause of the patient postoperative complications cannot be determined at this time.the attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with right sided spigelian hernia thereby underwent robotic repair with the implant of ventralight st mesh using echo ps. Per op notes, ¿the defect was noted. A ventralight st mesh using echo ps was placed to defect and secured to abdominal wall using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the mesh and lysis of adhesion and removal of hernia contents. (Note: there is no op notes provided for this procedure in medical records). Attorney alleges hernia recurrence, adhesion, pain and suffering.